Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 due to extrusion of the receiver/stimulator. It is unknown if there are plans to re-implant the patient as of the date of this report. This report is submitted on february 23, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on april 07, 2022.

Event description:
Per the clinic, the patient developed an infection at the implant site, subsequent to sustaining trauma to the site. The patient was treated with antibiotics (specific date, duration, and type not reported). The implanted device remains.